Event description:
According to the received information, the patient injected around mid-(B)(6) in the tear through, with teosyal rha4 in lateral tear trough and teosyal puresense redensity 2 in the medial tear trough. The patient presented since that day a very hard swelling under the eyes and a softer oedema of the whole fact described as intermittent (¿comes and goes¿). Patient was the treated with hyaluronidase, which helped soften the swollen areas but the swelling was still present. It was also reported that the patient had oedemas around the eyes for a few hours around the injection. On (B)(6) 2021, the injector reported that the symptoms were persisting. Due to the severity of the reaction (pictures received) and persistency of the symptoms, the case was declared reportable this same day.

Manufacturer narrative:
Additional MFR narrative: an ultrasound was performed on (B)(6) 2021 but revealed no abscess or inflammation. The conclusion was a cystic fluid collection. The patient was treated with intralesional corticosteroids. No further information was received at the time of this report. Corrected data: a medical expert contacted the injector twice to help clarify the diagnosis and provide treatment recommendations. He is regularly in contact with the injector for updates.